Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is (B)(6). E1 event site telephone was shortened due to character limitations. The complete number is (B)(6).

Event description:
It was reported during routine control discovered by the customer, the cs300 intra-aortic balloon pump (iabp) turns off when unplugged. The patient was not restrained.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site postal code - 34000),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit and confirmed the battery issue. Fse suggested to replace the battery and purchase order (po) also provided to customer but customer cancelled the service request. Customer confirmed that the device was waiting in the warehouse and that they don't use it.